Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the main printed circuit board assembly could be confirmed and duplicated. There was a failure with component pt801 and pt802. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" immediately, when the ventilator was powered on. The customer performed the transducer calibration and all transducers passed except "circ press: 30." There was no patient involvement associated with this issue.